Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated, one strut protrudes through the lateral inferior vena cava wall and one abuts the duodenal loop. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment venogram revealed that the filter was somewhat tilted to the right lateral aspect. Approximately eight years and six months later, computed tomography (CT) revealed that the filter was in place at the renal vein level. Two of the medial prongs at 3:00 protrude through the medial wall of the inferior vena cava, one of which lies just anterior to the abdominal aorta. Two additional prongs protrude through the medial wall more posteriorly and inferiorly, anterior to the lumbar spine. Two additional prongs extended through the posterior wall of the inferior vena cava at 7:00 and just abutted paraspinous musculature. An additional prong at 10:00 protrudes through the lateral inferior vena cava wall and abuts the duodenal loop. The patient experienced chronic abdominal pain. Therefore, the investigation is confirmed for positioning issues and perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated, one strut protrudes through the lateral inferior vena cava wall and one abuts the duodenal loop. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.